Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an acl (btb) reconstruction procedure, the wire of the blade from the retrograde drill broke after the bone hole was made using the device, upon drill removal. All broken parts were removed from the patient; however, it is unknown how they were retrieved. The procedure was completed without delay using the same device. No further complications were reported.

Manufacturer narrative:
H2: additional information : h6: health effect - impact code. H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The actuator wire has fractured off the grey slider and the retrograde bit is fractured from the antegrade drill. There is debris on the returned items. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, off-axis insertion of the device or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.